Manufacturer narrative:
Additional information was added to the following fields to capture why the device was surgically abandoned:

Event description:
It was reported that this right atrial lead found to be dislodged unexpectedly after a year. Subsequently, the lead was surgically abandoned. A new lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was surgically abandoned due to unknown product performance issue. A new lead was successfully placed. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.